Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing diaphragmatic stimulation. It was noted that the left ventricular lead had dislodged. The lead was successfully repositioned. The patient was stable during and post procedure.